Event description:
It was reported that the graft was loaded on the inserter, the doctor began to insert the graft and with a very small tap from the mallet the graft broke. Although the implant was used in surgery, no patient complications were reported.

Manufacturer narrative:
The FDA value added network (esg) had an issue on december 10/11th in which this transaction was affected. It is being resubmitted do to the error. The device has been returned to the manufacturer for evaluation. Macroscopic examination confirms the implant is fractured into multiple pieces and broken. The broken off portions of the implant are missing and were not returned for analysis. Optical examination of inserter interface posterior nose identified multiple cracks emanating from both sides of the implant, consistent with excessive force. Microscopic examination of the fracture surfaces reveal brittle primary and secondary cracks and fractures in multiple locations with no indication of fatigue. The location and nature of the fractures, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.